Event description:
2024-05-14: integrum has been informed that axor ii unit i9069 has fallen off the abutment during use. No further information is available yet and the unit has not been received at integrum. Manufacturing investigation performed, batch documentation reviewed. No deviations found, the device has been manufactured according to specification.

Event description:
(B)(6) 2024: integrum has been informed that axor ii unit (B)(6) has fallen off the abutment during use. No further information is available yet and the unit has not been received at integrum. Manufacturing investigation performed, batch documentation reviewed. No deviations found, the device has been manufactured according to specification. (B)(6) 2024: unit and report form received, no information in report form regarding axor falling off. More information requested from cpo. (B)(6) 2024: falling off confirmed, cpo clarified that the axor ii has come loose from the abutment, and the patient had one fall but no injury. (B)(6) 2024: technical investigation of unit (B)(6) performed. During the investigation, the unit passed the functional test in regards to gripping, however several components were found worn. During service, worn components were replaced and the device was functionally tested according to specification with approved results. The unit has not been sent to integrum for annual service according to instructions in the IFU since initial patient fitting ((B)(6) 2022). A feedback report will be provided to the customer highlighting the importance of sending the axor ii for annual service according to the IFU.